Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a dissection occurred. The lesion being treated was located in the coronary sinus. The physician was using an explorer st diagnostic catheter when it was noted that a dissection occurred. The procedure was ended without additional intervention. No patient complications were reported and the patient's status is good.